Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: a review of the pump black box data revealed one pump reboot occurred on (B)(6) 2016 and two reboots after cs 128 alarms during a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contacts height and width measurements were within specification. The pump powered on with audible and vibration features with a blank screen upon start up. Further testing was not able to be performed due to the blank display. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was shown in the history but was not able to be adequately investigated due to the blank display. Unrelated to the complaint of a power issue, the display screen was found cracked and damaged. A test display was installed and the display functioned properly.